Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (b)(5) 2015, the reporter contacted animas, alleging a history settings (suspend) issue. The reporter stated that the patient had a blood glucose (bg) of 420/dl without symptoms and 62mg/dl with unsteadiness when walking and standing. The bg of 420mg/dl was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: pump history shows delivery interruptions on (B)(6) 2015 due to the pump being manually suspended and manually resumed several times. Pump was exercised for a 24hr duration period; no self-suspending occurred during this time period. No hypersensitive keys were observed on keypad. Pump was able to be manually suspended and manually resumed with no issues. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.